Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient had a pretty bad fall two months prior to the date of report on (B)(6) 2017. Manufacturer representative met with the patient on (B)(6) 2017 to take x-rays of leads, the top of both leads were at the 7/8 interspace. The hcp stated that the leads "looked good". High impedances were noted on 0-5 at > 10 ,000 ohms and on 0-4 at > 40,000 ohms. Patient was reprogrammed around high impedances that provided desired coverage. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.